Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® blood collection tube buffered sodium citrate there is an issue with low draw no vacuum in the tube. The following information was provided by the initial reporter, translated from (B)(6) to english: during use this batch, the customer found tubes have low or no draw issue.